Event description:
The report indicated that the customer experienced a high bg reading (388mg/dl) within the first day of activating a new pod. No alarm or other product issue was reported. No additional info was provided about the event. The pod will be returned for eval.

Manufacturer narrative:
The returned product evaluation confirmed an internal leak which caused damage to the device after being filled with insulin. The user is instructed in the user guide to frequently monitor their bg levels. By following this recommendation, the user was aware of high bg levels and was able to start a new pod successfully.